Event description:
The surgeon implanted a collamer lens model cc4204bf and was torn during insertion. The lens was implanted and removed without patient injury. The indigo injector and sfc-25 cartridge, lot numbers unknown, were used during surgery. The facility believes the lens was damaged by the plunger in the injector.